Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". Medical conditions: she had no any complications from you essure removal procedure. Previously administered products included for an unreported indication: implanon. Concomitant products included medroxyprogesterone acetate (depo-provera) since july 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches") and abdominal pain lower ("severe constant pain at left of lower abdomen"). The patient was treated with surgery (on 30-jan-2015, bilateral salpingectomy, bilateral ovarian cystectomy and lysis of adhesions) and surgery (on (B)(6) 2015, bilateral salpingectomy, bilateral ovarian cystectomy and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2012: coils proper placed, tubes bilaterally occluded most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New reporter added. Patient's demographics updated. Historical and concomitant medications added. Essure indication and start date updated. New events abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal), vaginal infection with vaginal discharge, severe constant pain at left of lower abdomen and she did not performed essure confirmation test were added. The event term of prolonged menses and painful intercourse were updated. On 30-jan-20154, patient underwent bilateral salpingectomy, bilateral ovarian cystectomy and lysis of adhesions. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". Medical conditions: she had no any complications from you essure removal procedure. Previously administered products included for an unreported indication: implanon. Concurrent conditions included penicillin allergy (hives) and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), abdominal pain lower ("severe constant pain at left of lower abdomen"), flatulence ("tummy hurts gas pain") and constipation ("haven't had bowel movement"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, bilateral ovarian cystectomy and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the flatulence and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, cystitis, dysmenorrhoea, dyspareunia, flatulence, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: coils proper placed, tubes bilaterally occluded. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, pelvic pain, gas pain, constipation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events: tummy hurts gas pain, haven't had bowel movement were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain ('severe abdominal pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed essure confirmation test". Medical conditions: she had no any complications from you essure removal procedure. Previously administered products included for an unreported indication: implanon. Concurrent conditions included penicillin allergy (hives) and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") with vaginal discharge. On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), abdominal pain lower ("severe constant pain at left of lower abdomen"), flatulence ("tummy hurts gas pain") and constipation ("haven't had bowel movement"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy, bilateral ovarian cystectomy and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the flatulence and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, cystitis, dysmenorrhoea, dyspareunia, flatulence, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: coils proper placed, tubes bilaterally occluded. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, pelvic pain, gas pain, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: she had been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: coils proper placed, tubes bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.